Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site do to the ipg moving within the pocket. As a result surgical intervention was undertaken on (B)(6) 2019, during which, the pocket site was revised. Surgical intervention addressed the issue.